Manufacturer narrative:
Trigeminal neuralgia (tn or tgn) is a long-term pain disorder that affects the trigeminal nerve. There are two main types: typical and atypical trigeminal neuralgia. The typical form results in episodes of severe, sudden, shock-like pain in one side of the face that lasts for seconds to a few minutes. Groups of these episodes can occur over a few hours. The atypical form results in a constant burning pain that is less severe. Episodes may be triggered by any touch to the face. Both forms may occur in the same person. It is regarded to be one of the most painful disorders known to medicine, and often results in depression. The exact cause is unknown, but believed to involve loss of the myelin of the trigeminal nerve. This might occur due to compression from a blood vessel as the nerve exits the brain stem, multiple sclerosis, stroke, or trauma. Less common causes include a tumor or arteriovenous malformation. It is a type of nerve pain. It is unlikely that, if this was a real trigeminal neuralgia, the cause was the implant. Through the close proximity of implant and canalis incisivus the nervus nasopalatinus could have been contused by the implant, though. This could have caused a "nerve pain". This is not an implant related but surgery related problem. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a male patient received an osseo speed ev 3.6 dental implant in regio #9 (fdi 21) on (B)(6) 2016. On (B)(6) 2020 the implant were explanted. Information from the dentist: "trigeminal neuralgia and severe pain."